Event description:
In 2004, I was diagnosed with avascular necrosis (avn), a rare hip disorder that caused both my hips to dry up and crumble. I had one hip replaced in 2004 and the other hip replaced 2013. I need to have the original hip replaced due to being diagnosed with metallosis. This is a condition in which a joint implant slowly releases cobalt into the blood. Currently, there are cases in (B)(6) going to trial for my exact hip that was put inside my body a depuy-pinnacle johnson and johnson. There are thousands of people nationwide suffering from the same illness but, unfortunately we are years away from the maker of this device. This condition makes it so I am unable to work and very sick at times. I was awarded (B)(6) in 2012, but ended my (B)(6) claim and tried working for 10 months. I failed at that attempt and had my second hip replaced in 2013 and have lost all benefits. Today I have no income and continue to be denied medicaid for over the past 15 months for not having a qualifying child or classified disabled by (B)(6). I have re-applied for disability and am waiting for my hearing, in the meantime, I am getting sicker every day. I am losing feeling (neuropathy) in my hands and feet, I am losing the ability to drive, relying on others to help me get through each day. I am taking mental health medications that my doctors and arnp's believe to be a result of said metallosis. If I was a dog on the news tonight suffering from this illness I would have been rescued and saved. Until then cared for with tax dollars. But I am not, I am a (B)(6) american male that has worked since age 11. I have been sick from this for over 6 years and it took until this year to find it. What is it going to take to get one man who is very sick in (B)(6) the help he needs to get better and start working. I am a positive guy; I know I will survive this but the mental and physical damage is taking its toll on me and what is left of those who care for me. Please forward this to appropriate people or department for review and assistance. Respectfully, (B)(6).